Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned products met specification as received. Visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Visual inspection found the tube tip showed no on sign of heat damage. The device was activated at 60w. No flame or abnormal effects was noted. The device passed hipot testing. The investigation found the device to function normally. The instructions for use (IFU) warns: the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, device distal tip had a flame. Product was immediately removed from the surgical field and a new device was opened and used with no issues. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, device distal tip had a flame. Product was immediately removed from the surgical field and a new device was opened and used with no issues. The flame went out when the device was deactivated. There was no patient injury or burn.